Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067l, rf (radio frequency) head. Product ID: 229047, analyzer. (B)(4).

Event description:
It was reported when the programmer was powered on, an error code displayed. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer powered up with a system error; the main processor unit printed circuit board assembly was found out of electrical specification.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.